Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/20/2021.

Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a transfer set; further described as the transfer set was not able to be detached from the patient line of the cassette. It was further stated that "the transfer set tip was inserted into a patient line, but the threads were pulling away from the twist clamp when attempting disconnection". This occurred during use of peritoneal dialysis therapy. To resolve the issue, the patient put a red clamp closest to their insertion site, clamped the patient line, and closed the twist clamp. The patient line of the cassette was cut to disconnect. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.